Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo 13.2, -02.75 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Event date: (B)(6) 2020. Date should be corrected to (B)(6) 2020 in initial medwatch report. Claim#: (B)(4).